Event description:
It was reported that the customer had an elevated blood glucose (bg); cause was unknown. Reportedly, the customer made a supply change and administered a bolus to treat the elevated bg; however, the issue did not resolve. Subsequently, the went to the emergency room (ER). No additional details on the type of treatment that was received at the ER, patient condition, or when the customer was released from the hospital were provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.